Event description:
It was reported that a spectrum pump constantly displayed a false lower occlusion error. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. It was found out of spec with respect to the reported 'false lower occlusion error', which was confirmed and reproduced during eval with a loaded set. The current reading of the downstream sensor was found out of spec. This eval signal level is the cause for the false downstream occlusion alarm and with a false downstream occlusion present the pump will not auto-restart. The downstream sensor was replaced.